Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms were received. Customer changed pump supplies. Blood glucose (bg) elevated to 700 mg/dl. Customer was hospitalized for diabetic ketoacidosis (dka) and elevated bg. Intravenous insulin was administered. Bg/dka were resolved. Manual injections were used until the customer was discharged on (B)(6) 2018. Upon follow-up, pump therapy was resumed without any issues.